Event description:
It was reported that the customer was unable to charge the pump as damage to the tandem-provided usb charging cable caused the cable to break into two pieces. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer.